Manufacturer narrative:
The complaint of breakage on the list number 14001 primary plumset could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) for a lot # review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the customer reported that the tip of the infusion set was broken while disconnecting from the femoral central venous catheter (cvc), fragments remained in the cvc luer lock. The event occurred after the patient finished infusion. There was patient involvement, but no one was harmed in the event.